Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 492 mg/dl, 148 mg/dl and 156 mg/dl (compact plus) and 158 mg/dl (aviva). Customer took insulin after receiving the 492 mg/dl from the compact plus meter. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system. (B)(6).